Event description:
Pt was being transferred from bed to wheelchiar via medcare mechanical lift. During the transfer one of four loops attached to the sling slipped off the hook. It was also found after the event that the leg straps were not crossed as per standard procedure. Does not appear that having leg straps crossed would have prevented loop from slipping, avoiding the fall. The patient fell to the floor, requiring transfer to the emergency dept for evaluation and treatment.